Event description:
It was reported that the bd luer-lok¿ tip syringe had marked increments and numbers both imprinted swirled along outside syringe barrel. The following was received by the initial reporter: one had marked increments and numbers both imprinted swirled along outside syringe barrel. No patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 25aug2023. Investigation summary: it was reported there were marked increments and numbers both swirled along outside syringe barrel. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the scale is skewed. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number: 302832, lot: 3139657. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that thebd luer-lok¿ tip syringe had marked increments and numbers both imprinted swirled along outside syringe barrel. The following was received by the initial reporter: one had marked increments and numbers both imprinted swirled along outside syringe barrel. No patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.